Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter guide "does not say to hold the down arrow and okay button to change the date and time." This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.